Event description:
Customer reported via phone call to have received a button error alarm due to dog getting a hold of insulin pump. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to flattened button dome switches. Pump received with dog chew marks on the case, dog chew marks on keypad overlay, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.